Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient's rep stated the pump started the non-critical alarm in april because the medication was low and the patient had the pump filled also in april and the pump had continued to do the non-critical alarm since then. The patient's rep stated they went with the patient to see the doctor last week and the doctor checked the pump and said the pump was working as it should but he was not sure why it was beeping. The patient's rep stated the patient did have a personal therapy manager (ptm) to bolus, however, they were not with the ptm at the time of the call. The patient's rep stated the doctor told them to call mdt to find out why the pump was alarming. The agent reviewed mdt did not have access to the pump records to tell them why the pump was alarming. The agent reviewed and redirected to their doctor and reviewed to have the doctor call while the patient was there and speak to tech services who can walk the doctor through reading the pump as well as turning off the pump alarm. The patient's rep stated he would call back when they were able to access the ptm for direction on how to find an alert/alarm on the ptm. The patient's rep provided the name of the patient's current managing physician.